Manufacturer narrative:
Evaluation summary: the lens was returned in lens case. Solution and broken lens damage was observed. Upon return, the optic was observed to be torn/split on posts of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. The customer indicated the use of an unspecified injector. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if an adequate amount of viscoelastic was used in the associated cartridge. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Also, it is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A technician reported that during two intraocular lens (iol) implant procedures, the iols were chewed up in the injector. Additional information has been requested. There are two medical device reports associated with this report. This report is for the 2nd of 2 lenses reported.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information indicates that the lens became stuck in the injector while the tech was loading the lens. There was no patient contact, no patient injury and another iol was successfully implanted.